Event description:
It was reported that the patient felt her device may be near end of service as she was feeling more depressed. She did not have a regular psychiatrist she was seeing, so no attempts for further information can be made at this time.